Event description:
It was reported that the patient's system was explanted. It was noted that there was an infection and skin erosion at the pocket site. It was later reported that the hcp wanted to move the pocket from an anterior location to a posterior location. The patient had a revision on (B)(6). It was noted that the battery was less than 20% used and impedances were normal. The system appeared to be intact. Nothing was explanted, the pocket was just revised.

Manufacturer narrative:
Concomitant products: product ID 747140, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3898-33, serial# (B)(4), implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an infection. It was reported that the implantable neurostimulator (ins) was explanted today. It was stated that after healing they want to reimplant.

Event description:
Additional information received reported that a replacement of the implantable pulse generator (ipg) was planned for (B)(6) 2014.

Event description:
Additional information received reported that the lead was explanted a month prior to the report and the patient was scheduled to be re-implanted on the day following the report. It was noted that the system was explanted due to the implantable neurostimulator erosion so everything was explanted due to presuming everything to be contaminated.

Event description:
Additional information received reported that it was unknown whether a culture was taken or whether the reported infection resolved. The current status of the patient was unknown. It was stated that the hospital retained the explanted device so it was not available for return.